Event description:
This report is to advise of an event observed during analysis confirming a fracture of the catheter.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. Functional testing was not possible do to the aforementioned damage to the catheter tip. The catheter deflected with no anomalies noted in the handle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.